Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2022. H.6. Investigation: the customer reported that the sample disconnected at the drip chamber, and returned one used sample of material 10016073. The sample was clearly separated at the drip chamber, and the complaint is verified. The root cause was found to be insufficient solvent and is consistent with a known failure. There is a project, CAPA#3974230, funded at the plant to address the issue and create an action plan to prevent further failures of this kind. A device history record review for model 10016073 lot number 21059643 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21059643 regarding item #10016073 h3 other text : see h.10.

Event description:
It was reported when using the bd alaris¿ secondary set, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubing pulled apart from the drip chamber connection. Bd secondary set tubing pulled apart from drip chamber connection with little to no force after spiking anti-emetic.

Event description:
It was reported when using the bd alaris¿ secondary set, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubing pulled apart from the drip chamber connection. Bd secondary set tubing pulled apart from drip chamber connection with little to no force after spiking anti-emetic.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.